Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user from user facility reported that the device had continuous run-on during testing prior to a procedure. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device had continuous run on, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.